Manufacturer narrative:
As reported by the insight study, a (B)(6) male patient with a history of prostatic hyperplasia and is a former smoker underwent abdominal aortic aneurysm (aaa) procedure and an endoleak type ib and a type ii endoleak was observed on (B)(6) 2016, the same day as the procedure. A non cordis extension covered stent was used and considerably less leakage was observed. There were no reported patient injuries no further action was needed. A non cordis vascular closure device was used after the procedure. The access site was the right bifurcate (ipsilateral side). A balloon molding was performed on the proximal seal zone aortic bifurcate, distal seal zones, contra and ipsilateral (iliac limbs) and aortic bifurcate ¿ iliac limb overlap zones using a non cordis balloon. The issue was resolved with no patient injury. As reported by the insight study, the patient had a 26 mm. Aortic bifurcate and two limb extensions successfully implanted during the abdominal aortic aneurysm (aaa) study index procedure. Access was percutaneous bilaterally. Bifurcate access was from the right/ipsilateral side. There were no access tie complications, and no unintentional occlusion of a branch vessel. Blood loss was 300 ml. Anesthesia used was general. No transfusion was necessary either during the procedure or prior to discharge. Deployment of the stent graft was successful and at the anticipated location. A final angiogram was performed and an endoleak type ii was detected. There was no secondary intervention performed. The patient was discharged three days after the procedure. The relationship to the index procedure and the relationship to the incraft device was reported as highly probable. As reported by the insight study, post index procedure a type ii endoleak was detected. There has been no secondary aaa intervention. The endoleak is ongoing not resolving. The event was determined to be possibly related to the index procedure and highly related to the device. Originally, the patient had a 26 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. There was balloon molding of the stent-graft in the proximal sealzone (aortic bifurcate) with non-cordis brand balloons. There was balloon molding of the stent-graft in the distal sealzones contra and ipsilateral (iliac limbs) with non-cordis brand balloons. There was balloon molding to the aortic bifurcate ¿ iliac limb overlap zones with non-cordis brand balloons. There was balloon molding to iliac limb overlap zones with non-cordis brand balloons. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. Estimated blood loss during the procedure was less than < 500 ml and there was no need for a transfusion. Patient was discharged three days later. As reported by the insight study, approximately five years and twenty days post study index procedure, a follow up duplex ultrasound (dus) revealed aneurysmal enlargement and possible unspecified endoleak. The event was determined to be not related to the index procedure and not related to the device. The aneurysm enlargement and unknown possible endoleak is ongoing, not resolving. The device is still patent and intact. A computed tomography (CT) scan was ordered within two weeks for follow up. The product was not returned for analysis. A product history record (phr) review of lot 17455509 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or ongoing disease process may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: aneurysmal enlargement; aneurysm sac rupture; perigraft flow. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the insight study, a (B)(6) male patient with a history of prostatic hyperplasia and is a former smoker underwent abdominal aortic aneurysm (aaa) procedure and an endoleak type ib and a type ii endoleak was observed on (B)(6) 2016, the same day as the procedure. A non cordis extension covered stent was used and considerably less leakage was observed. There were no reported patient injuries no further action was needed. A non cordis vascular closure device was used after the procedure. The access site was the right bifurcate (ipsilateral side). A balloon molding was performed on the proximal seal zone aortic bifurcate, distal seal zones, contra and ipsilateral (iliac limbs) and aortic bifurcate ¿ iliac limb overlap zones using a non cordis balloon. The issue was resolved with no patient injury. As reported by the insight study, the patient had a 26 mm. Aortic bifurcate and two limb extensions successfully implanted during the abdominal aortic aneurysm (aaa) study index procedure. Access was percutaneous bilaterally. Bifurcate access was from the right/ipsilateral side. There were no access tie complications, and no unintentional occlusion of a branch vessel. Blood loss was 300 ml. Anesthesia used was general. No transfusion was necessary either during the procedure or prior to discharge.  Deployment of the stent graft was successful and at the anticipated location. A final angiogram was performed and an endoleak type ii was detected.  There was no secondary intervention performed. The patient was discharged three days after the procedure. The relationship to the index procedure and the relationship to the incraft device was reported as highly probable. As reported by the insight study, post index procedure a type ii endoleak was detected. There has been no secondary aaa intervention. The endoleak is ongoing not resolving. The event was determined to be possibly related to the index procedure and highly related to the device. Originally, the patient had a 26 mm aaa device and two limbs, ipsilateral and contralateral, successfully implanted during the study index procedure. There was balloon molding of the stent-graft in the proximal sealzone (aortic bifurcate) with non-cordis brand balloons. There was balloon molding of the stent-graft in the distal sealzones contra and ipsilateral (iliac limbs) with non-cordis brand balloons. There was balloon molding to the aortic bifurcate ¿ iliac limb overlap zones with non-cordis brand balloons. There was balloon molding to iliac limb overlap zones with non-cordis brand balloons. There were no reported procedural complications. The patient was under general anesthesia. Deployment was made at the anticipated location with successful placement of stent-graft. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. Estimated blood loss during the procedure was less than < 500 ml and there was no need for a transfusion. Patient was discharged three days later. As reported by the insight study, approximately five years and twenty days post study index procedure, a follow up duplex ultrasound (dus) revealed aneurysmal enlargement and possible unspecified endoleak. The event was determined to be not related to the index procedure and not related to the device. The aneurysm enlargement and unknown possible endoleak is ongoing, not resolving. The device is still patent and intact. A computed tomography (CT) scan was ordered within two weeks for follow up.